Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced underdose symptoms of increased pain. A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The pump had been stalling and recovering over the last 2 days. The physician had planned to replace the pump. The medication being delivered via the device system was dilaudid. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.